Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a constant "cassette not attached properly. Reattach cassette." Alarm. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was not able to be confirmed. A delaminating dso seal was found during testing and was replaced. Device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.